Event description:
The customer contacted baxter's service center regarding a slow flow supply alarm which occurred on the home choice (hc) during use during dwell 1. The technical service representative (tsr) checked the set-up and no blockages were found. The tsr ended therapy and checked the cassette as the home patient (hp) found an air pocket inside of the cassette. The supply bag was not flowing correctly when a manual prime test was completed. The hp would replace the setup and restart therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the home patient on (B)(6) 2012. He stated that he had skipped therapy that night after the alarm occurred, and he did not notice anything unusual about his supplies from that night. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.